Manufacturer narrative:
Exemption number: e2013028. (B)(4). Event occurred in (b)64). Reporting in the u.s due to similar product sold in the u.s. The returned unit was evaluated by importer ((B)(4)) and it passed the initial evaluation. Then customer returned unit was sent to the device manufacturer for further investigation. The device manufacturer requested to obtain additional information from customer during investigation. The customer service representative contacted consumer multiple times (on 04/07/2017, 04/10/2017, 04/11/2017 and 04/13/2017. However, customer service representative was unable to reach consumer but left voicemail requesting a call back. There was no additional information received as of 04/18/2017. Here is the summary of the manufacturer device investigation: the unit was tested and it passed all specification tests. Reviewed the bp data stored in the memory of the returned device, could not find a record corresponding to the customer's claim. There was no major difference in readings when returned unit was compared to the similar model. There was no abnormality in measurements and basic characteristics with the returned unit. The external factor such as measuring method or body condition of a user was suspected as a probable cause of reading low. The risk file for this model was reviewed and determined risk controls are in place for addressing the abnormal measurement due to external factors such as measuring method and/or body condition of a user: the instruction manual has the information related to self-diagnosis of measured results and treatment. All risk mitigations, warnings and cautions are still correct and in place. The manufacturer reviewed the qa test data and complaint history for similar issues. No issue/problem was noted during data reviewed by the manufacturer. Following warnings are provided in the device labeling (instruction manual): contact your physician for specific information about your blood pressure. Self-diagnosis and treatment using measured results may be dangerous. Follow the instructions of your physician or licensed healthcare provider. Since there was no issue found with returned device; further investigation and correction is not necessary.

Manufacturer narrative:
Exemption number: e2013028. (B)(4). Event occurred in (B)(6) . Reporting in the u.s. Due to similar product sold in the u.s. A request to retrieve the unit was made on 03/15/2017 from (B)(4) location. The unit was received on 03/28/2017. The unit will be evaluated by u.s importer. After evaluation is completed, the u.s importer will be requesting manufacture of the device to further investigate this incident.

Event description:
Following email was sent to omron (B)(4) contact (on (B)(6) 2017) from (B)(4): "the bp monitor was purchased 3 years ago for her husband. The results were always within the acceptable range although his blood pressure was actually much higher. He was hospitalized on (B)(6) 2017 for a stroke. Medication was prescribed, family doctor took over. After doing a test with the monitor the doctor noted that it was not giving the right reading and therefore gave them the impression that everything was fine when in fact it wasn't." The member is expecting a call from omron. However I am not sure she speaks english. Could you make sure that the person calling her back speaks french? During follow-up contact with customer service agent (on (B)(6) 2017), consumer stated the readings on the unit ran lower for both users. Her husband had a stroke on (B)(6) 2017. Her husband was on medication and it was adjusted thinking the readings were correct on the unit. Consumer stated because of this her husband was not taking the right amount of medication. She had the unit for a few years but she is unsure how long. This is the original cuff and it has not been replaced. Per consumer, two users use the unit 2-3 times a day. She felt the readings were off on the unit but was not sure till her husband had medical issues. Consumer stated after doing a comparison when her husband was hospitalized the unit read 128/76 and the doctors unit was 158/92. Her husband is (B)(6) and his average runs around 124/72 now that he has his medication adjusted correctly. All comparisons before the hospitalization were done at a pharmacy only. They went to the doctor with the omron unit and the difference was over 25 points. The arm band seemed too big but she was not sure. Consumer stated she does not need anything else as (B)(4) took care of it. (B)(4) replaced the unit so she no longer has it. Consumer stated her husband had a stroke because his blood pressure was so high and his home unit was reading low. Her husband is the only one who speaks english and since the stroke he is resting and is not able to be on the phone. During follow-up contact with quality analyst (on (B)(6) 2017), consumer confirmed he had stroke on (B)(6) 2017 although it was reported on (B)(6) during follow-up call with customer service agent. Consumer stated he is athletic and played tennis. He did not have any preexisting medical conditions. When asked reason for measuring bp, consumer stated he did have high blood pressure. Consumer stated unit gave readings around 125/92 and at the doctor's office his readings were 160/92. Consumer confirmed he was not taking any medications prior to stroke. He started taking medication only after (B)(6). He had no issue and was feeling fine prior to stroke. He was using home unit to measure his bp every month. Consumer stated unit was giving wrong readings. Consumer confirmed he did not take any medication prior to stroke and there was no adjustment to his medication made. The home unit readings were not what they expected. Consumer confirmed her husband's arm size is 10 inches. The unit was purchased in (B)(6) 2013.